Event description:
A 72-year old male with a history of high level of prostate specific antigen (psa), submitted a sample for 4kscore test analysis on (B)(6) 2022, which was conducted on (B)(6) 2022. The subject's urological history included a previous digital rectal exam without a prostate nodule present. The subject also had a previous biopsy that was negative. His 4kscore was 21.3 and this result was reported to the requistioner/provider on (B)(6) 2022. Given the identification of the input error in the sample requisition intake software, his 4kscore was recalculated and reported to the physician on (B)(6) 2022, with a revised 4kscore of 4.1, nine days after the initial result report. The subject had unknown/healthcare provided as the physician declined to provide follow-up. Given that the initial 4kscore result was greater than 20 and decreased upon recalculation, it is possible that the subject was subjected to additional and potentially unnecessary medical procedures which may include magnetic resonance imaging of the prostate and/or biopsy and the risks associated with that, as deemed necessary by the attending physician. To date, neither the PMA holder nor the manufacturer has not received or is aware of any untoward events/effects as a result of this device malfunction and errant initial 4kscore test results. This one device malfunction impacted 662 test results. Please refer to section h10 in manufacturer's report no. 3003652672-2022-00001 for a complete discussion with respect to the late filing date and description of the device malfunction. Please refer to this noted report for all other common information that is not specific to this subject's case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.